Event description:
The patient reported that the previously working remote monitor was unable to establish telemetry with the implanted device. Troubleshooting steps were taken and set up was verified, to no avail. Return and replacement of the monitor is pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.